Event description:
A customer reported getting error message "2012 air detected diluent" on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused delay in reporting estradiol (e2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. Fse verified the diluent flow into the diluent well, checked for pinched tubing, and found a slight flow back of diluent in the diluent well. Fse replaced the diluent pump and primed the sample diluent several times to confirm there was no flow back of diluent in the diluent well. Fse validated the analyzer by performing quality control (qc). The aia-360 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-360 operators manual in chapter 7 under error messages and flags states the following: [2012] air detected [diluent]. Description: there is no contact with the liquid after diluent suction. Troubleshooting: contact service department. The most probable cause of the reported event was due to failure of the diluent pump.